Event description:
An allegation from an attorney indicated the patient "suffered physical and other injury as a result of the recalled lead" and "died as a result of complications due to" the defective lead. Prior to the patients death, the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention" from the defective lead and "suffered repeated shocks and fractures after the enhanced monitoring system was in place, and the monitoring failed". Patient "suffered these shocks and fractures without any alarm sounding from this purportedly 'enhanced' monitor". Patient "sustained severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages". Patient "died as a direct and proximate result of defects in the lead. Approximately two years later, an allegation from a second attorney indicated the patient is deceased and further indicated that the lead had exhibited a fracture and/or was explanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The lead is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned and analyzed. The proximal conductor fractured. It was noted the distal and defib conductors were distorted, blood/body fluid outer tubing overlay, outer tubing overlay melted, outer tubing overlay cosmetic environmental stress cracking, outer tubing torn, and blood in/on helix/lobe mechanism.